Manufacturer narrative:
The cobas 8000 analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 2 patient samples on a cobas 8000 cobas ise module. Sample 1 had an initial sodium result of 142 mmol/l from a cobas 311 analyzer. The sample was repeated on the cobas 8000 module and the result was 151 mmol/l. Sample 2 had an initial sodium result of 143 mmol/l from a cobas 311 analyzer. The sample was repeated on the cobas 8000 module and the result was 153 mmol/l. The samples were repeated on the cobas 311 analyzer again which confirmed the lower results.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. No further information was provided. The investigation did not identify a product problem. The root cause of the event could not be determined.